Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: failure to deploy. It was reported that the promus stent did not fully deploy at the distal end. There was a dissection distally in the cx and the pt was experiencing chest pain. The dissection was treated with a bare metal stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Promus is manufactured by abbott vascular.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Angina and dissection, as listed in the promus instructions for use, are known adverse events associated with coronary stenting. A thorough analysis of the device could not be performed and the reported difficulty to deploy could not be confirmed. Difficulty to deploy can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, and inflation technique when using the device.